Event description:
Caller reported that a malfunction occurred on the pump, with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.